Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the device return date in section d9, update section h3, and to provide the completed investigation results. It was initially reported that the actual device was available; however, it was confirmed that the device was not available. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: a phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20 l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved. It is likely that due to a change in the blood properties, a surface-active substance may have been generated in blood. This may have led the balance of the surface tension between the gas and blood, which is kept at the micro pores on the surface of the fibers, to be upset, and the fiber, may have become hydrophilized, resulting in plasma leak; increasing pressure in the oxygenator module due to some factors, such as clotting, may have caused the pressure applied from the blood channel to the gas channel to become increased. This may have increased force to push the blood corpuscle components out into the gas channel, resulting in a plasma leak. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k)- k130520. Device manufacture date - unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and product release judgement record. (B)(4).

Event description:
The user facility reported that the involved capiox fx25 device was used during the procedure. Htx: problems with the fx25 in the form of plasma leakage. The problem occurred after approximately 5:30 hours of perfusion time. Oxygenation impaired. Fio2 1.0 with po2 122 mmhg. The gas flow was increased to remove the plasma foam from the gas outlet. During the surgery the hlm was disconnected and the perfusion had to be started again. The hlm was exchanged with the damaged oxy during this "break" (time 1:38). The total period of use of the oxygenator was 6:20 hours. The patient was not at risk. The actual sample was changed out, the procedure outcome was not reported. The patient was not harmed.